Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one week post implantable pulse generator (ipg) replacement, the ipg exhibited high atrial lead impedance and high threshold, with a grommet/setscrew issue. The ipg was revised, three weeks post implant, to tighten the setscrew on the atrial channel and the ipg remains in use. No patient complications have been reported as a result of this event.